Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the insulin pump. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was done and found the location of the damage was on the screen/display and its window cover. The customer stated that the damage affected the functionality of the insulin pump. Advised the insulin pump would be replaced. No harm requiring medical intervention was reported. The product mmt-1884l will be returned for analysis.

Manufacturer narrative:
Pump received with a flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing white display. Unable to download history files and traces using thump and carelink due to flashing white display. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly. During deconstructive analysis, it was determined that a broken lcd controller chip has the disrupted communication between the microcontroller and the lcd controller. As a result, the main microcontroller turns the backlight on and off. Broken glass was also noted caused permanent black lines and missing segments. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked belt clip rails, battery tube threads - cracked, scratched case, cracked case and cracked glass. Flashing white display was confirmed during analysis due to a broken lcd controller chip has the disrupted communication between the microcontroller and the lcd controller. As a result, the main microcontroller turns the backlight on and off. Broken glass was also noted leaving permanent black lines. Pump failed to download history files and traces due to flashing white display. However, no damages on display window or damaged/missing display window cover noted. Cosmetic damages were confirmed when cracked belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.